Event description:
Patient reported undergoing total hip arthroplasty on (B)(6), 2008. Patient reports that revision surgery has been recommended due to alleged pain, tissue reactions and rash. No revision has been performed to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under the possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00874).